Event description:
It was reported that air bubbles were observed in the infusion set tubing. Reportedly, the infusion set was changed to address the issue and insulin delivery was resumed. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. A manual insulin injection was administered to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.